Manufacturer narrative:
H10: updated: method codes; h11: correction: patient code 1783 removed; result code corrected.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed, the initial implant serial number is unknown. Requests for additional information are in progress for this event. No additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through medical records it was identified a patient initially implanted with 21mm perimount valve for an estimated 8 years had a reoperation due to a pvl leak. The device was not explanted. A paravalvular plug was implanted to resolve the leak. The patient status post procedure is unknown.